Event description:
The manufacturer received information alleging a patient device had burned when the device was turned back on after turning it off to change the patient¿s nasal tubes. The patient was immediately switched to a backup oxygen cylinder. The device was replaced and withdrawn for analysis. The device settings during the event were reported to be unknown. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed